Event description:
It was reported that 19 bd nano¿ 2nd gen pen needles were not working. The following information was provided by the initial reporter : it was reported that for two boxes of needles when needles are attached to the insulin pen nothing would inject. The box #1 discarded 8 to 9 needles and the second box had 10 with the same issue so far.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 19 bd nano¿ 2nd gen pen needles were not working. The following information was provided by the initial reporter : it was reported that for two boxes of needles when needles are attached to the insulin pen nothing would inject. The box #1 discarded 8 to 9 needles and the second box had 10 with the same issue so far.